Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display. It was also alleged that there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: a review of the black box showed a recurring power on reset event following a pump not primed alarm. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a battery compartment leak. The returned battery cap and test cap were able to attach to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper. The pump powered on with auditory and vibratory alarms, but intermittent power occurred during investigation. The pump was opened to find extensive evidence of moisture throughout the pump internally and on the vibration motor.